Event description:
It was reported that the quicklink loader had broken leaded glass. The movement of the carriage was not fluid.

Manufacturer narrative:
The reported issue was confirmed. The quicklink loader serial number (B)(6) was received and evaluated. During the evaluation, the unit exhibited the failures alleged in this complaint. The root cause for the cracked plastic door was undetermined. The potential cause could be stress created during autoclaving. The carriage movement issue was caused by the rubbing of deformed plastic door. The unit was repaired, tested, and then released for distribution. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿never use visibly damaged, bent or broken quicklink¿ delivery system loaders, cartridges or components. This may cause system damage or jamming."

Event description:
It was reported that the quicklink loader had broken leaded glass. The movement of the carriage was not fluid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: b5 (event), d2 (common device name). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the quicklink loader had broken leaded glass. The movement of the carriage was not fluid.

Manufacturer narrative:
The reported issue was confirmed. The quicklink loader serial number 0324 was received and evaluated. During the evaluation, the unit exhibited the failures alleged in this complaint. The root cause for the cracked plastic door was undetermined. The potential cause could be stress created during autoclaving. The carriage movement issue was caused by the rubbing of deformed plastic door. The unit was repaired, tested, and then released for distribution. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿never use visibly damaged, bent or broken quicklink¿ delivery system loaders, cartridges or components. This may cause system damage or jamming." Corrections:d10, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the criticore monitor had broken leaded glass. The movement of the carriage was not fluid.